Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery, or battery out limit alarm noted. The device had intermittent button response due to corroded keypad traces. No moisture damage on electronic assembly or motor or scroll bars moving up noted. The device had passed displacement test, self test, and a21 test and no unexpected external ram error alarm or excessive no delivery alarm noted. No constant tone noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, battery out limit alarm, and keypad anomaly. The blood glucose at the time of the incident was 126 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.